Event description:
During a nephrectomy procedure, jammed clips. Did not close correctly. Fell out of instrument. Took new instrument to complete the case. No further info is available. There were no adverse consequences to the pt.